Event description:
The clinician inserted the needle into the patient's right forearm and received a back flash of blood. The clinician pushed the button to retract the needle and hooked up the clave connector. The clinician noticed bleeding from the site around the catheter and noticed that the catheter was not attached to the adapter. The doctor examined the patient and found that the tip of the catheter was palpated in the vein in the distal rt forearm, and was unable to be pushed out of the vein. The patient was sent to the emergency room and the catheter was surgically removed. Additional information from the importer report: IV intercath was successfully placed in antecubital vein. While attempting to connect to clave connector, the sheath of the intercath broke into and pieces with a piece remaining in the patients vein, which required surgical removed.

Manufacturer narrative:
Results: a review of the device history record revealed no discrepancies associated with this complaint. One use adapter was received for analysis. The quality technician inspected the unit and confirmed that the catheter separated from the adapter portion of the unit. The technician was unable to identify any physical damage to the adapter or wedge that would cause the catheter to separate from the unit. Conclusion: no corrective action will be taken at this time, as the technician was unable to determine the root cause of the incident reported.(B)(4). Additional information from the importer report: brand name: bd insyte autoguard 225, common device name: IV intercath, model: 22 6a, 1.00 in, other: ref# 381423, expiration date: 03/01/2009.